Event description:
During an adcdf procedure at level t4-5-6, the inner shaft of an extraction screwdriver broke and became lodged in the head of a 4.0mm self-retaining screw. The broken tip could not be retrieved and remains lodged in the screw head of the screw. The piece of the inner shaft of the extraction driver remains in the patient.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.